Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the balloon catheter was returned without any blood visible. There was fluid visible in the inflation lumen and in the balloon. The balloon had loose folds. There was a stylet inserted in the guide wire lumen when returned. There was no damage noted to the balloon catheter. The inflation device used in the procedure was not returned. The stylet was removed and using a new indeflator, attempted to pressurize the balloon catheter when fluid leaked from the notch marker. The notch marker was flattened and overlapped. The fluid leaked from a crack in the center of the overlapped notch marker. Product performance engineering has reviewed the incident and the returned product analysis. The reported leak from the catheter shaft was confirmed and found to originate from the guide wire notch marker. Furthermore, it was observed that the marker was overlapped and flattened, and that the shaft underneath it was cracked. During manufacturing, the marker is stamped onto the catheter shaft using high heat and pressure. It is possible that during this process, the high temperature and/or high pressure used to apply the marker caused weakening of the catheter shaft material underneath the marker, such that once the catheter was inflated the internal pressure led to the crack in the shaft. Following marker application, a visual inspection for voids, creases, or other damage is performed which rejects markers exhibiting non-conformities. No bubbles were reported during preparation of the balloon catheter, consistent with the possibility that the shaft material under the marker was weakened and appears to have cracked under pressure during the procedure. The location of the damage and overlapped/flattened marker suggests that the marker stamping process is the most likely source of the reported difficulties. Thus, the root cause of this leak is likely manufacturing related. A field discrepancy notice (fdn) was initiated to evaluate the manufacturing process that may have contributed to the marker damage. Further investigation and any implemented corrective action will be documented on the fdn issue. This MDR is considered closed by the product performance group.

Event description:
Reporting status: powersail conditions of approval. Reporting rationale: analysis of the returned device revealed that a leak from the catheter shaft was confirmed and found to originate from the guide wire notch marker. Furthermore, it was observed that the marker was overlapped and flattened, and the shaft underneath was cracked. The location of the damage and overlapped/flattened marker suggests that the marker stamping manufacturing process is the most likely source of the reported malfunction. This is being reported based on the root cause identifying a failure of the device to meet the specifications established in the approved PMA that could not cause or contribute to death or serious injury, but are not correctable by the adjustments or other maintenance procedures described in the approval labeling. Device issue: leak in the shaft.